Event description:
Advocate stated that customer tested her blood glucose using her contour meter and received a reading of 265 mg/dl. She was retested on a hospital meter and received a reading of 116 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer strips are expected to be returned for evaluation. Replacement strips were sent.